Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported winged balloon was confirmed. The reported difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and functional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the bvs system, absorb iii, instructions for use states: deflate the balloon by pulling negative and confirm balloon deflation under fluoroscopy and wait 10-15 seconds longer. Position the inflation device to negative or neutral pressure. Stabilize guiding catheter position. Gently removing scaffold delivery system with slow and steady pressure. If resistance is encountered, re-inflate balloon to nominal pressure and repeat withdrawal instructions. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the scaffold and/or delivery system components.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a coronary procedure with placement of a 3.5 x 18 mm implant in the proximal right coronary artery. After deployment of the implant, a dissection was noted and a 3.0 x 18 mm implant was then deployed to treat the dissection. An attempt was made to remove the delivery system; however, resistance was noted. The cause of the resistance was not known. The guide catheter was then pulled back into the ascending aorta and the delivery system was then pulled hard into the guide catheter. Resistance was noted when pulling the delivery system into the guide catheter and upon removal, the balloon of the delivery system was noted to have winging. No damage was noted to the newly deployed implants. The patient was discharged to home one day post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant: stent: absorb 3.5x18; other: aspirin, clopidogrel. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.